Event description:
During the implant procedure, while tunneling with a codman catheter passer, a vessel was inadvertently nicked, and the patient experienced bleeding. The surgeon made another incision to locate the source, applied direct pressure, and cautery was used to achieve hemostasis. This resolved the issue.